Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a loose swivel assembly and connector end. Therefore the reported condition was confirmed. It was determined that the root cause of the swivel joint separation would be a lack of loctite thread locker adhesion to the threaded mating inner swivel components. It was determined that the assignable root cause was determined to be due to visible lack of loctite applied on the threads of the connector nut ring and the threads on the connector shell. It was further determined that the vibration was coming from the loose parts. It was determined that the components making up the connector assembly became loose; suggesting that the original assembly adhesive had not been properly applied in manufacturing. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cone on the handpiece device would not connect to the hose. During in-house engineering evaluation, it was observed that the device had vibration and loose components. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.